Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Customer declined troubleshooting regarding bg level and reverted to an alternate method of insulin therapy.